Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon was inflated during a venogram procedure. The balloon was attempted to be removed without deflating. When it was noted that the balloon was not deflated, it was attempted to be, but without success. When the sheath was pulled out the balloon was missing and disappeared in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual analysis of the balloon indicated damage during use. The analyst noted visual inspection found the balloon was ruptured. Therefore, the balloon inflate/deflate could not be performed. Dried blood and contrast were also observed. According to the reported, the balloon break was occurred when removed the balloon catheter without deflating. If information is provided in the future, a supplemental report will be issued.